Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Customer's blood glucose was 341 mg/dl. Reportedly, the customer delivered too large of a bolus after replacing the supplies and experienced a blood glucose of 40 mg/dl. Customer reverted to manual injections for alternate insulin therapy.